Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Failure analysis was unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 103 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump as a motor error alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.